Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00114. It was reported that the l1 lead was fractured. Surgical intervention was undertaken on (B)(6) 2022 wherein a portion of the fractured l1 lead was found to be stuck in the ipg header. In turn, the ipg was explanted and replaced. The remainder of the l1 lead remains implanted and an s4 was added for additional coverage. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.